Manufacturer narrative:
D6; device returned with no lot identification. Product complaint analysis team has completed its investigation of device which was returned to co. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket conditiion, conforming; latch condition, conforming; obturator condition, nonconforming; outer gasket condition, conforming; reset button condition, nonconforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, nonconforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was concluded that reported "trocar would not lock to insert into pt" was due to intermittent arming of device. Instrument was tested and found to arm intermittently. Device was diassembled for further investigation and no deformity could be identified. No conclusion could be reached as to how the instrument armed intermittently. Co reviews, each incident as it occurs in an effort to improve co's products and processes.

Event description:
It was reported the device was used during a diagnostic laparoscopy. It was reported the surgeon attempted to insert the trocar. The surgeon felt the safety shield would not retract. Multiple attempts were made. The trocar was removed from the field. A new 355ld was opened and inserted without incident. There was no consequence to the pt.